Event description:
It was reported that the patient's device triggered a lead integrity alert (lia). The patient went to the emergency room, where their device was interrogated. It was discovered that the patient's right ventricular (rv) lead exhibited possible fracture, oversensing, noise, high pace impedance, short v-v intervals, and high rate non sustained episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.